Event description:
Patient was admitted for a scheduled intravenous immunoglobulin (ivig) administration. The nurse (rn) hung the ivig with this IV tubing. Rn discovered that IV was leaking and found a hole in the IV tubing.